Event description:
It was reported by the customer that their x8-2t tee transducer would not articulate during use with an epiq 7c ultrasound system. There was no patient or user harm associated with this event. A replacement transducer was brought in to complete the procedure without issue. The customer declined service and support, and they chose to retain the transducer. Therefore, further failure analysis cannot be provided.